Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual and electrical analysis did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the left ventricular (lv) lead exhibited failure to capture. The lv lead was explanted and replaced. The patient was stable throughout.